Event description:
A malfunction on a customer's pump was reported after the individual fell into a pool. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions on using backup insulin therapy and how to manage the pump. The customer was informed about returning the defective pump and acknowledged all the instructions provided.